Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer's father was informed that there could be many reasons for high blood glucose. The customer's father declined any assistance. The father stated that there was a threshold suspend on the pump. The father was transferred to the help line for more assistance. No further information was provided.